Event description:
It was reported the patient had no stimulation sensation. The patient fell a few weeks prior. About 1 week after they fell, they noticed that the stimulation was not running down their legs as well. The patient had not used the device much since they retired because their ¿gun belt was causing a lot of the problems.¿ it was noted the patient hadn¿t seen their physician since implant. It was noted the patient had a hard time turning the device on or off. The ¿other night¿ they could not turn off the device and then they thought the device turned off by itself. Since the night prior the patient was not able to turn device back on. The patient programmer was used and it was shown that the device was on and all batteries were full. It was noted that when the patient bent backwards they could feel the stimulation strongly, but it goes away when they are not bending backwards. It was later reported the cause of the event was a ¿fall?¿ it was noted the event was attributed to the lead. An unknown issue with the lead was reported. A reprogramming was done 4 days after initial report. No coverage was listed as a sign or symptom associated with the event. The patient did not require hospitalization due to the event. The patient outcome was reported as patient recovered without sequelae. It was later reported the patient had received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment dates of (B)(6) 2013 were noted.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).